Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right atrial lead exhibited multiple episodes of non-sustained oversensing due to noise. The patient did not receive therapy due to oversensing. The noise could be reproduced in the clinic. No device intervention was performed. The patient was in stable condition.

Event description:
Additional information received indicated that the patient had their lead capped and replaced on (B)(6) 2020. The patient was stable throughout.